Event description:
It was reported that the ilet pump displayed repeated restart alerts and then an alert 38 indicating consecutive motor stalls following a supply change that had earlier revealed and resolved an insulin occlusion; the user performed multiple restarts without resolution and a replacement device was arranged. Symptoms included no reported adverse clinical effects and blood glucose was unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting, device shutdown guidance, confirmation of data sync options, and arrangement for device return. Investigation of this device revealed a device malfunction consistent with a stalled motor within the pump drive mechanism, with repeated restart failures aligning with a motor stall condition. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction leading to motor stall with no patient harm.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.